Manufacturer narrative:
(B)(4). Batch # unknown. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Event description:
Packaging breakage. Found the sterile packaging was damaged.

Manufacturer narrative:
(B)(4). Upon further review of the event and additional information received, this does not meet the FDA defined criteria for a reportable event as there was no issue with the integrity of the packaging.

Manufacturer narrative:
(B)(4). Batch # r92y2z. Per photographic evaluation: upon visual inspection of the picture, it appears like the seal of the package is open; however, no conclusion could be reached as to the cause of the reported incident as the device was not returned for analysis. The photo does not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Device analysis: the analysis results found that a tb12lt device was returned inside its package partially opened. Upon visual inspection, the seal area was inspected and evidence of being properly sealed was found in the package. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage. All ees product is 100% inspected prior to release. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.